Event description:
The facility's biomed reported an infusion pump with an 812:02 failure code. The biomed stated they have no record of any patient incident involving the pump since the last baxter service event. Device failure occurred during biomed testing. No details were given regarding the problem or testing being performed during failure. Additional contact information was requested, but not provided.

Event description:
The facility''s biomedical engineer reported an infusion pump with an 802:12 failure code.